Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1pm. The patient obtained a blood glucose result of '179 mg/dl' with the subject meter. The patient manages her diabetes with an insulin pump (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue; however, reportedly skipped her usual dose on the following day. About 30 minutes after the alleged issue begun, the patient claims she 'passed out' for 9 hours. That evening, emergency medical services (ems) was reportedly contacted and the patient allegedly obtained a blood glucose result of '69 mg/dl' with the ems meter. The patient was administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.